Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 18:01:23. During night drain cycle 13, the patient's ultrafiltration reading was 100ml, indicating the home patient (hp) drained 100ml more than their maximum programmed fill volume of 160ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This is an ancillary service event. An internal and external visual inspection was performed. The homechoice device received functional and electrical testing. The device did not meet product specifications due to an unrelated issue. There were no additional defects or malfunctions found. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. Upon conclusion of the investigation, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.